Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3889-28, lot# v498894, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that they didn't know the cause of the problems with the lead but just that she had a lead that wouldn't stay connected. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3889-28, lot# v498894, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that was reported that the patient previous device was removed because of problems with the lead. A revision took place sometime in 2014 or 2015. There were no further complications or anticipations reported with this event. [Refer to (B)(4) for information related to doesn't feel stim/no symptom relief].